Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during a reverse total shoulder arthroplasty case, the base plate inserter got cross threaded into the glenoid inserter tip. A pliers was needed to get the two pieces apart. Threads are damaged and instrument needs to be replaced. The device associated with this report was returned to depuy synthese for evaluation. Visual analysis of the returned sample revealed that baseplate inserter rod was found the threaded tip stripped. The allegation can be confirmed. No other defect was found. The observed condition of the device appears to be a consequence of overtightening and threading the mating device in a misaligned position. A dimensional inspection was performed for the baseplate inserter rod was not performed as it is not applicable to the complaint condition. A functional test could not be performed as the mating device was not returned. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthese quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a reverse total shoulder arthroplasty case, the base plate inserter got cross threaded into the glenoid inserter tip. Pliers were needed to get the two pieces apart. Threads are damaged and instrument needs to be replaced.